Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00825. It was reported that patient experienced ineffective therapy. X-rays diagnostic revealed that one of the leads had migrated. As a result, a surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00825. Additional follow up revealed that lead migration was confirmed on (B)(6) 2018. Patient has not planned a surgical revision at this time.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-00825. Follow up information identified the physician explanted and replaced the patient¿s leads. Postoperatively, effective therapy was restored.